Manufacturer narrative:
The sample was submitted for investigation. The free t4 results were within the reference range. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. Assays from different manufacturers may generate different results; mathematical differences were apparent in the free t4 results generated with the roche diagnostics and beckman-coulter assays. This difference may relate to the overall setups of the assays, the antibodies used, and the standardization methodology/materials used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on the cobas 8000 e 602 (e602) module. This medwatch is for the questionable ft4 results. Refer to medwatch with a1 patient identifier (B)(6) for the tsh results. The initial result was 1.90 ng/dl. The sample was analyzed on a beckman-coulter device with a result of 1.56 ng/dl there was no allegation of an adverse event with the patient. The e602 serial number is (B)(4). Calibration and qc were acceptable. The original sample was requested for investigation, but it is no longer available. However, the customer has a fresh sample which is frozen and available for investigation.